Manufacturer narrative:
Duplicate to report: 2183959-2019-62973.

Event description:
It was reported that the patient experienced extrusion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient experienced extrusion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and no new device was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.